Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in complete heart block and there was high right ventricular (rv) lead threshold. The lead was capped and replaced. It was also reported the implantable pulse generator (ipg) could not be interrogated. The device was also not pacing or not capturing upon pacing. It was noted the ipg was probably in end of life (eol). The device was explanted and replaced. No further patient complications have been reported as a result of this event.